Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The handle on the tibial nail driver was broken. This event did not cause an adverse consequence to the pt.